Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Pump was discarded by family and was not available for investigation. Pump had not been uploaded; therefore, there is no pump data available for analysis. Per medical examiner¿s office, customer¿s case was declined by medical examiner¿s office due to customer¿s significant medical history and autopsy was not performed.